Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported withdrawal difficulties and tissue on the tip remains unknown.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During a 3d mapping procedure, the catheter became lodged in a small branch off the right femoral vein and could not be removed. Other catheters were successfully introduced and the procedure was completed successfully. At end of case, the catheter was still lodged in the vein. Glyceryl trinitrate was given to relax the veins and with some force, the catheter was removed. Inspection of the device revealed tissue on the catheter tip.